Event description:
It was reported that the right ventricular lead had an apparent fracture. It was also reported that the impedance was greater than 2000 ohms and the threshold was rising. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk, bi-ventricular defibrillator, (B)(6) 2008; 4193-88, implantable pacing lead, (B)(6) 2008; 4076-52, implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.